Event description:
It was reported that the device is not squeezed adequately enough resulting in residual product left in the bag rather than in the patient. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter also sent report to FDA is unknown. Operator of device is unknown.